Manufacturer narrative:
UDI - the lot number is unknown for the product code reported. The actual device was returned to the manufacturing facility for evaluation. The returned sample was composed of three parts, catheter-hub, ruptured-catheter, and an inner needle with the safety cover already activated. The ruptured catheter was found to be approximately 10 mm away from the tip. Microscopic inspection of the damage revealed that the ruptured shape appeared to be similar to that of a needle-stick through the catheter. Furthermore both the catheter and catheter hub revealed evidence of extra applied stress. A review of the manufacturer inspection records for the past five years was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the investigation it is likely the cause of the reported event is due to re-insertion of a withdrawn needle. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not attempt to re-insert a partially or a completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the sr-sfa2225 device was observed to be damaged. Follow up communication with the user facility reported: when attempting the first insertion, the tip did not successfully reach into the vascular system of the patient; without removing the needle out of the skin, the doctor slightly changed the needle angle for another attempt, and the tip did not successfully reach into it again; at this time the needle was removed out of the skin and the catheter was later found to be nearly missing half of its entire length with the inner-needle unshielded; it was reported that the ripped fragment was found to be located in the extravascular tissue; an incision of the skin was performed to remove the fragment; and no health hazards which could aggravate the condition of the patient has been reported.